Event description:
Olympus was notified by the customer that the device had stopped working during an unknown procedure, and when it was turned back on, the power button lit up for a second and then died. Releasing and reconnecting power cable did not help on the visera elite xenon light source. The patient was moved to another operation theater to complete the procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered no defects were found during the inspection. All functions worked correctly, and the measured values meet the inspection limits. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported power problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. The reported power problem was not reproduced. The investigation was unable to determine the root cause of the reported event. Olympus will continue to monitor field performance for this device.